Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that his daughter was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose in the range of 560 mg/dl. Customer¿s current blood glucose was 560 mg/dl. Customer had symptoms such vomiting, abdominal pain. Insulin pump had insulin failed battery alarm. After troubleshoot customer did not receive failed battery test. Customer was wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.